Event description:
Reported in journal conference paper - recurrent prosthetic valve thrombosis: importance of prolonged doppler echocardiography examination for diagnosis, 1999, 12/8, (686-688). During a 9-month period, the pt experienced multiple thrombotic events. Following the 3rd event, the pt underwent aortic valve replacement. Prior to replacement, thromolysis and surgical thrombectomy had been performed. No additional info is available at this time, but has been requested.